Event description:
Pt status post implantation of liss plate and screws on an unk date returned to surgeon with an infection. Pt was partially healed and was returned to operating room on (B)(6)-2011 for removal of plate and eight screws. During the removal surgeon stripped out two screwdrivers and other drivers were selected. All hardware was removed, pt had an I & d and was closed. No new hardware was implanted. This is 9 of 9 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Manufacturer narrative:
(B)(4): sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, sal, of 10, 6 is achievable when the ifus are employed. (B)(4): placeholder.